Event description:
It was reported that patient underwent a left total hip arthroplasty in 2009. During the procedure, the drill bit was found to be fractured off after the drill was removed from the patient's body. The broken tip of the drill point is imbedded in the patient's pelvis and was left behind after radiographic analysis showed no danger to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.